Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The vascular access was obtained via the left femoral artery. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior tibial artery. After an unspecified guide wire crossed the target lesion, the 2.0mm x 220mm x 150cm coyote balloon catheter was advanced. The balloon was inflated at 10 atmospheres on the first inflation. However, the balloon ruptured at 10 atmospheres on the second inflation. The balloon was completely removed from the patient. No kink was noted on the device prior to use and resistance was not encountered during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.